Event description:
The customer reported to olympus, the gastrointestinal videoscope had air water supply failure. The issue was found during preparation for use of an upper endoscopy diagnostic procedure that was completed using the same set of equipment. The device was inspected before use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Full establishment name e1: (B)(6) hospital. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found adhesive on bending section cover has chipped; water removal ability, water supply volume, air supply volume did not meet standard value due to clogging of nozzle; bending angle in up direction does not meet the standard value due to wear of angle wire; connecting tube, plastic distal end cover, forceps elevator knob, light guide lens, objective lens, protector of universal cord on control section side, scope connector cover, forceps elevator lever, upward/downward angulation control knob, switch box, switch 3, scope cover, control unit, universal cord, grip and suction connector had a scratch; forceps elevator lever, forceps elevator knob, right/left knob, upward/downward angulation control knob, connecting tube, control unit had discoloration; there was a lack of image on the monitor due to dirt on objective lens; flare occurred due to scratch on objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.